Event description:
The patient woke up and felt no stimulation sensation. Interrogation of the implantable neurostimulator with the patient programmer showed that the device was on and that the implantable neurostimulator battery was not depleted. The programmer 9 volt battery was also not depleted. There was no known incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).